Event description:
It was reported that during follow-up in clinic, the patient presented with post-pace t-wave oversensing on their implantable cardioverter defibrillator. Programming changes were made to address the issue. There were no patient consequences and the patient was in stable.